Manufacturer narrative:
D4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. H2: additional information: b5 (describe event or problem) and e1 (initial reporter first and last name) h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
Note: this report pertains to one of two captivator emr devices used during the same procedure. It was reported to boston scientific corporation that two captivator emr devices were intended to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, the sterile packaging of the emr kit was opened and the sterile barrier was compromised. The same problem occurred with the second captivator emr device. The procedure was completed with a third captivator emr device. There were no patient complications reported as a result of this event. Additional information received on january 11, 2023. It was reported to boston scientific corporation that the two captivator emr devices were intended to be used in the esophagus. Additionally, it was noticed that the device pouch was torn.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
Note: this report pertains to one of two captivator emr devices used during the same procedure. It was reported to boston scientific corporation that two captivator emr devices were intended to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, the sterile packaging of the emr kit were opened and the sterile barrier was compromised. The same problem occurred with the second captivator emr device. The procedure was completed with the third captivator emr device. There were no patient complications reported as a result of this event.